Manufacturer narrative:
(B)(4). A test reservoir was installed and did not lock in place due to broken reservoir tube lip. Unable to perform the displacement test due to broken reservoir tube lip. The pump had minor scratched lcd window, cracked battery tube threads, missing o-ring (reservoir tube), cracked reservoir tube window, cracked case at reservoir tube window corners and stained end cap sticker.

Event description:
The customer reported via phone call that a piece of the reservoir compartment was broken. The plastic part on the reservoir compartment was chipped. They did not know how the damage occurred. The customer¿s blood glucose during the incident was unknown. The insulin pump was returned for analysis.

Manufacturer narrative:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2017.